Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity.

Event description:
A 56-year-old male patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On january 14, 2026, novocure was notified that the patient had been hospitalized on (B)(6) 2026. On (B)(6), 2026, the patient's spouse reported that the hospitalization was due to inflammation at the site of the prior surgical resection scar, which required surgical intervention on (B)(6) 2026. On (B)(6) 2026, the patient underwent additional surgery, as the inflammation had reportedly extended intracranially. A portion of the patient's skull cap was removed during the procedure. The patient was initiated on unspecified intravenous antibiotic therapy administered via a port, planned for an approximate duration of 6-8 weeks. On (B)(6) 2026, the patient's spouse informed novocure that the patient had been discharged from the hospital on that date. The patient reportedly had a follow-up appointment scheduled for (B)(6) 2026, for suture removal. On (B)(6) 2026, the prescribing physician responded to the inquiry; however, no additional clinical information was provided.